Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation, and crease/folding of implant. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one (sharp)opening and one opening(striated). Fill inspection was performed and identified no blockage in the valve. Crease/folding of implant is a condition that was indicated in the complaint and was observed, nevertheless it is considered not related to the manufacturing process, since the device was received out of its primary packaging and is an explanted device. Based on the device analysis the final assessment is one (sharp)opening assessed as an unidentified (tear)opening, one opening(striated) assessed as surgical damage, and crease/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Healthcare professional reported a right side deflation, and crease/folding of implant. Device was explanted.